Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was returned for analysis with the balloon loosely folded. Follow-up with the site confirmed that the correct device was returned and the balloon had been inflated outside the patient confirming that the stent was not present on the balloon. The reported missing component (stent) was unable to be confirmed as there were crimp marks on the balloon between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.5x38mm xience prox stent delivery system (sds) stylet/protective sheath was removed and the stent was noted to be missing. The physician checked around the table for the presence of a stent but the missing stent could not be found. The physician inflated the balloon outside the anatomy confirming that the stent was not present on the balloon. Thus, it was suspected that there was no stent on the balloon when the sds was removed from the packaging. A same size xience prox was used to successfully treat the lesion. No additional information was provided.